Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit (sulu) noted that all the staples were partially advanced in the cartridge. The staples were in usable unformed condition. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge. The instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior rectum resection, while stapling the rectum, the device did not fire. As a surgical I ntervention, they did the same procedure again but a little deeper than the first one. Surgical time was extended for more than 30 minutes with unanticipated tissue loss. The tissue was cut thinking that the staples had deployed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior rectum resection, while stapling the rectum, the device did not fire. As a surgical intervention, they did the same procedure again, but a little deeper than the first one. Surgical time was extended for more than 30 minutes with an unanticipated tissue loss.